Event description:
It was reported that during a device follow-up a motor stall was noted and the stall had recovered within two hours. The pump was reported to remain implanted and be in-service. No diagnostic testing or troubleshooting occurred or was required. The issue was reported as unresolved and the cause undetermined. No patient symptoms were reported related to this event. At the time of the report the patient's status was reported as alive-no injury. However, the action reported required as result of this event was an explant and this was to occur in the near future but had not taken place as of (B)(6) 2015. The date was not yet known. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Further, the pump still remained implanted as of (B)(6) 2015. Should additional information be received, a supplemental report will be filed.

Event description:
Additional information received reported the pump was explanted.